Event description:
It was reported that post a stenting treatment procedure stent occlusion occurred. In (B)(6) 2009, the patient presented with a myocardial infarction and it was discovered that the right coronary artery (rca) was 100% blocked and the left anterior descending artery (lad) was 99% blocked. A 2.25x24mm taxus liberte atom stent was successfully implanted in the lad. In (B)(6) 2011, the patient presented with chest pain and it was found that the previously implanted taxus liberte atom stent was 90% occluded. A promus stent was deployed in the lesion to re-open the occluded stent and the restore blood flow. No additional patient complications were reported.

Event description:
It was further reported that in (B)(6) 2009 a 3.00x18mm non bsc stent was implanted in the right coronary artery (rca) and a 2.25x24mm taxus liberte atom stent was deployed in the proximal left anterior descending artery (lad) and a kissing balloon technique was performed with a 2.5mm quantum maverick balloon up to 24atms. In (B)(6) 2011, the patient presented for an office visit complaining of five days of midsternal chest pressure at rest, radiating to the shoulders. The patient took nitroglycerin with relief but returned a few hours later stating that the frequency was occurring more often. The physician suggested repeat cardiac catheterization.

Event description:
It was further reported that in (B)(6) of 2011, the patient was taken to the cath lab for repeat cardiac catheterization. Access was obtained via the right femoral artery. It was noted that the lad "had a 90% very discrete stenosis of the proximal edge of the previously placed stent." A 3.0x12mm promus stent was advanced to the lesion and was deployed at 11atms. The lesion was post dilated distally at 13atms. Follow up angiography revealed excellent results with 0% residual stenosis and timi 3 flow distally and no evidence of dissection, perforation or distal embolization. The patient was put on aspirin and plavix and was discharged home the following day.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Updated: date of birth. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post a stenting treatment procedure, stent occlusion occurred. In (B)(6) 2009, the patient presented with a myocardial infarction and it was discovered that the right coronary artery (rca) was 100% blocked and the left anterior descending artery (lad) was 99% blocked. A 2.25x24mm taxus liberte atom stent was successfully implanted in the lad. In (B)(6) 2011, the patient presented with chest pain and it was found that the previously implanted taxus liberte atom stent was 90% occluded. A promus stent was deployed in the lesion to re-open the occluded stent and the restore blood flow. No additional patient complications were reported.

Manufacturer narrative:
(B)(4).